Event description:
It was reported that on (B)(6) 2022, the surgeon planned to remove a 2.4 lcp wrist spanning straight plate from a wrist. No complaints or adverse events were reported. This report involves (1) unknown screws: trauma. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 - codes updated to imdrf codes. Visual inspection: according to x-ray pictures provided by the customer, no damages or anomalies were observed on the screws, also no complaint or adverse event were reported. Dimensional inspection: since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Document/specification review the device lot number is unknown; therefore, a device history review could not be performed. If more information become available, the record will be re-assessed investigation conclusion: the customer complaint was not confirmed. This investigation was performed based only on the photo provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot - the device lot number is unknown; therefore, a device history review could not be performed. If more information become available, the record will be re-assessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.